Event description:
It was reported that the patient was experiencing pain at the pocket site. The physician believed that the ipg was originally poorly positioned over the right iliac crest. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was moved below its original location. The patient was doing well postoperatively and the device remains implanted.